Manufacturer narrative:
.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
Received information regarding a cartridge alarm 19 during basal delivery and during the load process. Customer's blood glucose level was reported to be 135 mg/dl. The customer bolus via the pump to stabilize blood glucose level. It was indicated that the customer would continue to use the pump until the replacement arrives.